Manufacturer narrative:
The ra lead remains implanted and in service. No other additional information is available. The reference to the journal article: divakara menon sm, sumner gl, ribas cs, healey js, nair gm, connolly sj, morillo ca. Contralateral pneumothorax in left sided crt device implantation. Indian pacing electrophysiol j. 2011; 11(1): 16-9.

Event description:
Boston scientific received information from a journal article of a case study where the patient experienced a contralateral pnuemothorax with a left sided implantation. Two hours after this right atrial (ra) lead was implanted, the patient experienced chest pain and shortness of breath. A chest x-ray revealed a pneumothorax and intervention was performed. A CT scan was also taken and revealed that the helix of the ra lead had perforated the heart wall. Because there was no pericardial effusion present and the lead had not dislodged, the ra lead was left in place. No additional adverse patient effects were reported.